Event description:
Axsos proximal humerus plate was not allowing 4.0 locking screw to fully seed into the plate. The hole location was the most distal diaphyseal hole. We attempted 3 different locking screws, and they all stopped in the same place while being screwed into the plate.

Event description:
Axsos proximal humerus plate was not allowing 4.0 locking screw to fully seed into the plate. The hole location was the most distal diaphyseal hole. We attempted 3 different locking screws, and they all stopped in the same place while being screwed into the plate.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Based on the provided information, we assume that the root cause of the determined event was attributed to a user related issue. The blocking could be caused by using a power tool instead of using the "three finger technique" to start screwing in the screw. As mention in the op-tech it is recommended to start without a power tool and using the "three finger technique" to screw in the screws. In case of not using this technique the thread of the plate hole could be damaged by the thread of the screw. The screw thread and the plate thread will not match anymore. These facts could lead to a damage of the thread in the plate and in case of a damaged thread it is not possible to use the locking-mechanism anymore. Please note to follow always the instruction described in the op-tech, this helps to prevent any damage of the devices. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Manufacturer narrative:
Device will not be returned for evaluation. If additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.